Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a habib endohpb catheter was attempted for use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the probe could not be activated. The cable was exchanged, and the erbe generator was tested. However, the issue remained. The procedure was subsequently aborted. There were no patient complications reported due to this event and the patient condition following the procedure was reported to be fully recovered.